Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on helix/lobe mechanism. There was apparent explant damage.

Event description:
It was reported that during implant, the lead could not be positioned and had fixing difficulty due to the patient's anatomy. The lead was not implanted and was replaced with another one. No patient complications have been reported as a result of this event.